Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise causing inappropriate high voltage (hv) therapy was noted on the right ventricular (rv) lead. The lead was capped and replaced and the device was electively replaced. The patient was stable with no adverse consequences.